Event description:
Healthcare professional reported right side seroma, wavy contours, focal adenosis. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, a5, a6, h6.

Event description:
Healthcare professional reported right side seroma, wavy contours, and focal adenosis. Device has been explanted and replaced with non-abbvie device.